Event description:
Event description cpi received information that this patient had bypass surgery, and now the pacing thresholds are greater than 10v. Impedance is in the 500's. The physician elected to capp the rate sensing portion of the endotak transvenous defibrillation lead (0075), while the shocking portion remains active. Another cpi lead was added to the patient's system (0015).